Event description:
Cannula of the infusion set became detached from the base and may have been lost within the body. In 2005, the site insertion went without incidence. The patient decided to change out their site at 48hrs due to their elevated blood sugar. Infusion set was placed in right buttocks region. When removing the set patient found that their cannula was not attached and thought it may have been left under the skin. The patient reportedly searched around the area where they were changing the site and could not find it on the floor, or in their clothes. Patient does not feel any discomfort, nor did patient have any redness but does report that patient does have a small bump in the region. The cannula is presumed lost in the body, and the reporter indicated patient was to be placed on a prophylactic course of antibiotics.